Manufacturer narrative:
H11: g4 for follow up number 1 was 04-feb-2021.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a shoulder repair surgery a 5.5 multifix anchor was used and as they were using the mallot on the multifix prior to deploying the anchor, the anchor was broken. All the broken pieces were removed from the patient. Another smith and nephew back-up device was available to complete the surgery. No significant delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2, h6. The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. A review of the instructions for use found that tissue thickness, misalignment of inserter handle, and over tensioning the suture can result in device failure. A review of risk management files found that the reported failure was documented appropriately. A review of product print/specifications found that visually inspect the distal end of the device was conducted to ensure the presence and proper orientation of the anchor, screw, and sleeve. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.